Manufacturer narrative:
Investigation summary: one photo was provided by the customer. The photo shows the top web of a blister pack providing the material number. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not known. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Corrective and preventative action (CAPA 55639) was opened to investigate.

Event description:
It was reported that 2 syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no. 309653 batch no. Unknown notified that 2x 60ml syringes had fluid leaking out from around the plunger. This was very obvious because the med in the syringe was so thick and white-coloured. Med leaking out from about 10 minutes after preparing infusion in syringe.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no. 309653 batch no. Unknown. Notified that 2x 60ml syringes had fluid leaking out from around the plunger. This was very obvious because the med in the syringe was so thick and white-coloured. Med leaking out from about 10 minutes after preparing infusion in syringe.